Event description:
It was reported by a non-medical professional that the patient underwent a procedure for spinal fusion from t4-l5 where rhbmp-2 was mixed with allograft and autograft and placed at multiple levels via an anterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: scoliosis. Kyphosis. Patient underwent the following procedure: posterior spinal fusion with instrumentation, t4- pelvis, left iliac bone marrow harvest. Per op-note: "a separate stab incision was made over the left iliac crest. The anterior-superior iliac spine was identified. A bone marrow aspiration needle was introduced. About 5 ml of the marrow was aspirated. The aspirate was added to the bone graft. The needle was removed and no copious bleeding was noted. Bone graft obtained from the allograft, bmp-2 and bone marrow was mixed together and placed over the lateral gutter. The rod linkage devices were tightened to the screws and these were torque tightened. The final fluro- image showed a good position of the instrumentation. A drain was placed under the fascia and another under the skin. The incision was closed and the procedure was completed without any complications." On (B)(6) 2010: patient presented with a pre-op diagnosis: c4-7 disc bulge and foraminal stenosis. Patient underwent a c4-7 anterior cervical discectomy, c4-7 fusion anterior cervical graft and anterior cervical plating procedures. Patient tolerated the procedure well and was transferred to the recovery room.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.